Event description:
Reference number: (B)(4). Event occurred in egypt. It was reported that the patient experienced high blood glucose event (370 mg/dl) and treated with insulin pen on (B)(6) 2026. No further information available.